Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) was triggered during the cryoablation procedure. The user noticed blood at the entrance to the cryocosole and the procedure was aborted. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
Bin files were reviewed and show system notice message 50012 ¿obstructed flow¿ at the beginning of injections 2 and 3. Failure files were reviewed and show system notice messages 50005 ¿obstructed flow¿ and 50006 ¿blood detection¿ for the date of event. Bin files show that at least 7 injections were performed with catheter 2af283 / (B)(4). The system notice messages 50005 and 50006 and the blood seen entering the cryoconsole indicates that there was a catheter breach. Device analysis to determine the cause of the breach was not possible since the user facility refused to return the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.